Event description:
It was reported that the right ventricular lead had chronic high thresholds and low sensing. After the sensing configuration was reprogrammed the sensing was higher. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.